Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set, further specified as ¿at the patient catheter and transfer set connection area". Subsequently the patient developed peritonitis manifested by abdominal pain. The cause of the leak was not reported. The patient presented to the hospital and was admitted and received unspecified antibiotics for the event. The patient was discharged from the hospital and the same day, the patient noticed a leak. The patient presented to the pd clinic the same day. The patient reported while hospitalized "moisture on the bed sheets" was noticed. The patient presented to the pd clinic the same day and the transfer set was changed. At the time of this report, the patient remained on antibiotics and the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. Th device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was performed with no issues and no leaks observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.